Event description:
The surgeon, reported to our sales rep that a couple of targeting sleeves of the gamma ti system are broken next to the tightening bolt on the sleeve. He further reported that this happened with more sleeves, and he stated that the items have been almost brand-new.

Manufacturer narrative:
Additional information has been requested and if received will be provided on a supplemental report. There are two additional devices named in this complaint. The details of the event for these devices are not known. If additional information is received they will be reported separately. The (B) (4) trochanteric targeting sleeve 125, and 1215-2230 (B) (4) trochanteric targeting sleeve 130.